Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. The reason for the return was visually confirmed by the blood staining on the top and bottom of the fiber bundle. Additional information b5: medtronic received additional information that no changes were made to the device. The following drugs were used, heparin, priming was done with physiological ringer, sodium bicarbonate, mannitol, magnesium and methylprednisolone. Patient blood loss was minimal, it was less than 50ml. An unplanned blood transfusion was not required due to the incident. There was no additional patient impact reported. Correction g2 (report source): distributor/importer has been selected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator, during a myocardial revascularization procedure involving four bypasses, the oxygenator began losing blood approximately 40 minutes into heart-lung circulation. No issues were observed during the pump's priming phase. The use of the device was unspecified. It was unknown if any patient impact was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: the device was used to complete the procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.